Manufacturer narrative:
Analysis identified that the analyzer adaptor was out of electrical specification. The electrocardiogram (ECG) connector was loose/detached . The analyzer failed incoming tests. The analyzer was replaced . If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer was returned as an associated device and subsequently tested out of specification during analysis . No patient complications have been reported as a result of this event.